Event description:
Customer's mother reported, customer was hospitalized for diabetes ketoacidosis. Customer's mother stated, the cannula was bent when it was removed. Troublshooting was performed and pump appeared to be operating normally. No further details provided at time of call.

Manufacturer narrative:
Currently, it is unk whether the device may have caused or contributed to the event, as product has not been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.